Event description:
A customer reported that during a procedure, when the surgeon switched from fluid to air, there was no air observed moving through the cassette into the infusion line; however, the fluid air exchange (fax) was displayed on the screen. The doctor immediately plugged the cannulas and the cassette was exchanged to proceed with the case. There was no patient harm or injury.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).